Event description:
According to the reporter: during a laparoscopic video-assisted thoracoscopic lobectomy, during anastomosis of the pulmonary artery the device did not fire. The surgeon was able to press the green firing button but was not able to squeeze the handle. Another device was used to complete the case. No patient injury.